Event description:
It was reported that the patient experienced continued occlusion issues with the mobi insulin pump. There was no adverse impact to the customer's blood glucose level. Despite multiple troubleshooting attempts, including trying different infusion sets and sites, the issue persisted, leading to a recommendation for pump replacement. The customer was advised to continue using the current pump until the replacement arrives, and all necessary shipping arrangements and education were provided.